Event description:
A stent fracture with saccular aneurysm was noted during an academic conference of interventional cardiology. The pt presented with a new angina. A coronary angiogram was conducted and a large eccentric saccular aneurysm (size: 17x9mm) was observed at the proximal right coronary artery. Intra vascular ultrasound was conducted and revealed that no stent struts were visible at the orifice of the aneurysm, indicating a stent fracture. A tight in-stent restenosis was also observed (the stent product unk) at the left anterior descending artery. Treatment was given one month later: to treat the aneurysm, a 3.0x 16mm graft master (covered stent) was implanted at 14atm. Inflation time is unk. Post dilation was conducted with a 3.0x 10mm mercury balloon at 22 atm. Inflation time is unk. After the covered stent was deployed at the ostial right coronary artery, the aneurysm had disappeared.

Manufacturer narrative:
The pt was admitted to the hosp experiencing angina pain. Coronary angiography was conducted and a complete total occlusion was observed at the mid right coronary artery. The vessel was diffused, calcified and a chronic total occlusion lesion. The vessel length was over 50mm. A 99% stenosis was also observed at the mid left anterior descending artery. One month later, a percutaneous coronary intervention was conducted to treat the proximal-mid section of the right coronary artery. Via femoral approach, pre-dilation was conducted first with a 1.25 x 15mm ryujin plus balloon, followed by a 2.25 x 15mm maverick2 balloon. Inflation times and pressures are unk. Then, three cyphers were implanted sizes 2.5 x 23mm, 3.0x 18mm and 3.0x18mm. These were all implanted at 16atms starting from the distal to proximal end of the vessel. Inflation times are unk. Post-dilation was conducted with a 3.25 x 12mm hinode balloon at 18atm. All three stents were implanted with overlap and the total stent length was 59mm. Other details were unk. Two weeks later, a percutaneous coronary intervention was conducted on the left anterior descending artery stenosis but details of that treatment are unk. During the left anterior descending artery treatment procedure, angiography revealed a difference or change in geometry of the most proximal cypher (implanted in the right coronary artery) during the heart cycle was observed. Physician's comment: the possible cause of the stent fracture and aneurysm is due to the following reasons: calcified lesion associated with a hinge-like motion of stent structure during cardiac cycle (fracture/aneurysm). Balloon-induced plaque fissue (aneurysm). Impaired repairing process for balloon injury due to sirolimus eluting stent (aneurysm) pulsatile stress at a limited portion during cardiac cycle due to stent fracture (aneurysm). Stress concentration because of deformed stent (aneurysm). Anti-platelet therapy conducted: unk. Add'l info will be submitted 30 days upon receipt. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product. This is one of (two) reports submitted for the same event. Please reference MFR. Report#'s 9616099-2006-00888 and 9616099-2006-00889.